Event description:
Pulmonetic systems, inc. Rec'd a call from a rep in 2002. The rep reported the following problem:vent went inop when it was on pt. Unit was using external battery which went low, battery is not a pulmonetic tested battery.